Manufacturer narrative:
Patient voluntarily goes to the emergency room. CT scan, patient sent home with no results. Later, the implanting clinician was unable to diagnose an infection and patient did not show signs of migration. Antibiotics were not prescribed. Cultures were taken by the implanting clinician as a preventative measure to confirm whether or not an infection was present. Patient reported that tissue damage had decreased, and believed the implanting operation was the cause of the tissue damage. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. Sterilization and packaging records for the respective product lots, have confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging for lots swo190423 and swo190129. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The cause of the issue could not be determined, no problem found.

Event description:
On (B)(6) 2020, cr reported tissue damage at the implant site.